Manufacturer narrative:
E1 - initial reporter address 1:(B)(6).

Event description:
It was reported that the device got cracked and was difficult to removed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, the device could not cross the lesion even after several attempts were made. The device was pulled out manually after multiple attempts. When the device was withdrawn, it was found out that the transition segment was cracked. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a hypotube kink at 5cm proximal to the collar of the device. Shaft kinks were noted just distal from the collar and at 11.8cm distal from the collar. Microscopic inspection revealed no further damage or irregularity. There was blood in the shaft of the device.

Event description:
It was reported that the device got cracked and was difficult to removed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, the device could not cross the lesion even after several attempts were made. The device was pulled out manually after multiple attempts. When the device was withdrawn, it was found out that the transition segment was cracked. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.